Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 5106417 / 5106803.

Event description:
It was reported that the patient had signs of suspected infection. The patient underwent an explant procedure. The patient is currently being treated in the hospital. The explanted devices will not be returned.